Manufacturer narrative:
The customer reported complaint of the thermogard console continues to blow the fuses was not confirmed during the initial functional testing. As part of routine service during testing, the console was examined and found cold well cap and red fuses box in rear bracket were missing. Intake air filter was damaged and pump lid was loose, unrelated to the reported complaint. The damaged parts were replaced to address the issue. In addition, the visual inspection observed a reworked pcb board after a short circuit prior to the console return for evaluation. Possibly the console was fixed by the customer's biomed technician. During functional testing, the reported complaint could not be reproduced; the thermogard console was able to power on with an old fuse. The system passed functional testing and it verified that the system met all the manufacturing specifications. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4). Date of event is unknown.

Event description:
It was reported by the customer's biomed technician that the ivtm thermogard system continue to blow the fuses after their replacement. No patient involvement on this issue.